Event description:
The customer reported via phone call indicating that the insulin pump had a delivery anomaly. The customer stated that the piston is not working and it rewinds slow and won't push out insulin. Customer's blood glucose was high mg/dl. The customer was showing the following symptoms of nausea, dehydrated and can't keep anything down. Customer was treated with manual injections. Customer did not passed the displacement test and the insulin pump shut off. The customer stated they are not able to upload to carelink. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to monitor blood glucose until replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.